Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited post-sensed t-wave oversensing during increases in heart rate and was also clipping the signal. Therefore, programming changes were made to address the issue. The patient condition was stable.